Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a lesion in the left external iliac artery with mild calcification. The 9 x 100 mm x 80 cm absolute pro vascular self expanding stent system (sess) was advanced without issue to the lesion. During deployment, the thumbwheel stopped turning and the stent was partially deployed in the iliac artery. The stent could not be fully deployed; therefore, the sheath was able to be advanced over the stent and the whole system was removed without issue. A non-abbott sess was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.